Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that a left circumflex perforation was attempted to be treated with the 3.0 x 16 mm graftmaster; however, the stent came off the balloon and was successfully snared. A 3.0 x 12 mm graftmaster was implanted to treat the perforation. No additional event or patient information is available.